Event description:
A patient was treated with electrical stimulation for an orthopedic injury. The patient complained of burning sensation during e-stim treatment. The machine was turned off, pads were removed, sites reviewed and pads repositioned in separate spots. The patient complained of burning sensation for a moment then reported it felt a tingling sensation in the other patches. Five minutes later the patient requested the inferential current (ifc) intensity get turned down. The original setting was 50 and it was turned down to 41. At the end of the 15 minutes of treatment the physical therapy (pt) assistant removed the pads. No problems were noted. The patient left the office. About 45 minutes after the treatment the patient called back the office and reported 3 areas of redness. He returned to the office for assessment. The physical therapist found 3 areas of redness and yellow/green skin breakdown. The first area was sized 2.2 cm x 3.6 cm and the yellow-green tissue inside this area was 1.0 cm x 1.9 cm. The second area was 1.3 cm x 1.5 cm and the yellow green tissue inside the red border was 0.7 x 0.3 cm. The third area was 0.7 cm x 0.7 cm and the yellow green tissue of this area was 0.2 cm x 0.3 cm. The patient was treated in the emergency department for the burns. Our bio-med technician checked the machine and found the over current alarm/warning was not working.